Manufacturer narrative:
Approximate age of device - 2 years 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted in the emergency room (ER) for stroke like symptoms. Review of the log files by the manufacturer's technical services representative showed no abnormal alarms or events and the equipment appeared to be operating as intended. Additional information was requested, but not provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The submitted system controller log file contains data from 10oct2018 07:29:26 pm through 19nov2018 11:32:29 am. The pump appeared to have functioned as intended above the low speed limit with no atypical alarm throughout the duration of the log file. No unusual events were noted throughout the data. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values.